Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was partially fired to the 1cm cut line. The loading unit anvil was bowed. The knife bar assembly was buckled. The anvil clamping mechanism was deformed. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions: first, application over tissue that is beyond the recommended thickness range. Second, application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to en sure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastric cancer procedure, the device reload was difficult to load, but it was able to recognized and fired. When removing the surgeon also find it hard to unload the reload it was a bit stuck and not going well. When removed the surgeon replaced it with a new reload and was able to used with no further issue. There was no patient injury.